Event description:
Customer reported the operating tablestrusystem 7000 dv initiates the message ¿lock the table¿ during surgical procedure. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
During on-site inspection it was identified that the device unlocked by itself approximately one hour after the device was locked. Then the notice "lock the table" was displayed on the remote control to notify the user about the issue and provide further guidance on how to proceed. The cause for the unlocking was traced to a defect hydraulic unit. The hydraulic unit was exchanged and the device released for use. Further investigation for the root cause is ongoing and results will be provided within a final report.

Event description:
Customer reported the operating tablestrusystem 7000 dv initiates the message ¿lock the table¿ during surgical procedure. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
During on-site inspection it was confirmed that the device displayed a message ¿lock the device¿ approximately one hour after the device was locked. The cause for the message was traced to the hydraulic unit. The hydraulic unit was exchanged and the device checked for correct functionality. Then it was released for further use. Further investigation of the hydraulic unit was completed by the supplier of this part. No malfunction or defect could be identified, the hydraulic unit was working as intended. The root cause for the reported event could no be identified for sure. The notice "lock the table" was displayed on the remote control to notify the user about the pressure loss and provide further guidance on how to proceed. The notice will come up prior the floor locks will release and the device is no longer locked. It is triggered by an identified pressure loss within the hydraulic system and the user is advised to press the locking button again. Based on these findings this complaint is not considered as a serious incident as no death or a serious deterioration in the state of health of a patient, user or third person is imaginable. Based on the findings no further action is required.